Event description:
User received erroneous sodium result for one pt sample. Initial result was 54.7 mmol/l, repeat result was 139 mmol/l. Erroneous result was not reported. The field service rep determined there was contamination in the ise fluidic system. He decontaminated and cleaned the ise fluidics system, including the valves, is bath, electrodes, sipper syringe, ise syringe and related tubing. Performance tests were performed which were within specification.